Event description:
Healthcare professional reported left side removal requested due to deflation and concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, crease flat, and delamination of plug strap disk shell leak test and microscopic analysis was performed which identified: delamination of plug strap disk shell and device no leak the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. A delamination total of the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported left side removal requested due to deflation and concern with the product. Device has been explanted.

Manufacturer narrative:
Additional information: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.